Event description:
Litigation papers allege the patient suffered pain and disability and was exposed to chromium and cobalt.

Manufacturer narrative:
Depuy still considers this investigation closed. Should additional information be received, the investigation will be re-opened.

Manufacturer narrative:
The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. (B)(4).depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Manufacturer narrative:
Depuy still considers the investigation closed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
New etq record created in order to update etq (legacy system) complaint number (B)(4). Reason for original complaint - litigation papers allege the patient suffered pain and disability and was exposed to chromium and cobalt. Doi: (B)(6) 2007 dor: none scheduled at this time (right side). Doi: (B)(6) 2007 dor: none scheduled at this time (left side). Patient is a resident of (B)(6). Update 11/9/12 - plaintiff's preliminary disclosure form was received, which identified part/lot information. The complaint and associated MDR's were updated. There was no new information that would change the outcome of the investigation. Update 11/06/2012-sales rep reported revision for left hip due to recall. There was no new information that would change the outcome of the investigation. Dor: (B)(6) 2012 (left hip). Update 11/13/2012-sales rep reported revision surgery due to pain. There was no new information that would change the outcome of the investigation. Dor: (B)(6) 2012 (right hip). Update der rcvd via sales rep for left hip - updated dor, sales rep information, surgeon name and sleeve- patient revised to address metallosis.

Event description:
Litigation papers allege the patient suffered pain and disability and was exposed to chromium and cobalt. Update: (B)(6) 2012 - plaintiff's preliminary disclosure form was received, which identified part/lot information. The complaint and associated mdrs were updated. There was no new information that would change the outcome of the investigation.

Manufacturer narrative:
Depuy still considers this investigation closed.